Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with the cadiere forceps instrument. No further details were provided. The procedure was completed with no reported injury. The distributor followed up with the customer and obtained the following additional information: the reported event was clarified as the steel cable broke during use.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.